Event description:
Related manufacture reference number: 2017865-2021-17906. It was reported that a patient presented to the clinic on (B)(6) 2021 with high and out of range pacing impedance and high capture thresholds on their right ventricular lead. Noise that led to oversensing was also noted on both the patient's right atrial and right ventricular lead. Both leads were explanted and replaced on (B)(6) 2021. Both leads were confirmed to have conductor fractures upon explant. There were no patient consequences.

Manufacturer narrative:
Correction - h6 - medical device problem code of "1260 - fracture" should have included and originally was not.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a partial lead was returned in three pieces. Final analysis found that the insulation was abraded at 15.5 cm from the proximal end, unable to measure the full length of the abrasion due to the missing portion of the lead. The insulation was also damaged at the proximal end at 16.5-18.0cm from the distal tip. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.